Event description:
It was reported that the articular surface locking mechanism would not engage with the tibial plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned articular surface identified that the dovetail feature was flared out on both sides. The component was autoclaved prior to return so accurate dimensional analysis could not be completed. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Flaring of the articular surface dovetails can occur if the articular surface is correctly inserted and then removed from the tibial component; however, a definitive root cause could not be determined with the information provided.